Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7124721.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure due to leads had migrated. The patient is doing well post operatively and the device will not be returned due to hospital policy.